Event description:
The following has been reported: error message that service is needed. A preliminary review of the logs could not be performed as the log files were not available. The device was returned for having a pump problem alarm but a log file review was not able to be performed. Upon return, during initial evaluation, it was observed the outlet fva pin was severely dragging. A cleaning was performed and drag was resolved. All 3 fva pin lip seals were replaced and no additional internal damage was identified. Upper loading pins were also replaced. Pump was able to complete a test infusion successfully. Reporting as a conservative measure. No adverse effects were reported.